Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper case was dented, broken and contaminated, the lower case and side bail covers were broken and contaminated, the ring cover and atrial output connector were broken, the battery release, heart block, lead flex cover, main seal, battery release o-ring, battery drawer and battery drawer o-ring were contaminated, the battery contacts were compressed and contaminated, the ring bail was missing, the keyboard was scratched, contaminated and installed improperly, the encoder flex was damaged and the battery flex was corroded. (B)(4).